Event description:
Nurse at bedside noticed that the 1 liter normal saline bag attached to the thermogard machine setup was almost empty and that there was no return flow into the bag from the return part of the catheter inside the patient.what was the original intended procedure?to use the cooling catheter and thermaguard to cool the patient according to the protocal.device #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no